Event description:
Nurse manager reported secondary set luer broke and leaked: "in picu, rn attached a secondary tubing ivp to the main IV set-up. The secondary tubing connector broke off in the main IV tubing. The entire set-up had to be changed as the ivf was coming out of the broken secondary tubing connector." There was no patient harm reported and no medical intervention was required. Although requested, no additional event or patient information provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.